Event description:
It is alleged the guide wire broke off in the pt's knee. It was reported that the wire was removed by backing the screw out and removing the wire. It was reported that there was no pt injury.